Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the application software, there was a discrepancy between three lead prints and their cad models in separate versions of the cranial application software. There was no patient present when this issue was identified. No additional information was provided.